Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported complaint. One decontaminated sample was received for evaluation. A visual inspection of the sample was carried out. According to the evaluation, it was observed that the part of the bushing is obstructed confirming the reported issue. As a part of the procedure, a 100% functional inspection for occlusion is required therefore, the most probable root cause is that operator did not perform the occlusion test as a standard work requirement. As this is an isolated event that would fall within the acceptable quality limit, corrective actions will be limited to monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: nursing attempted to prime the extension set but could not. The tubing is occluded near the step connector.